Event description:
It was reported the incident only involved equipment listed above. The depth gauge broke. The tip snapped off at the handle junction while attempting to measure for screw length.

Manufacturer narrative:
An eval of the broken depth gauge cannot be performed as it was thrown away and was not returned to the MFR. Device lot code was not provided. Additional info was requested. Should additional info become available, the eval summary will be submitted in a supplemental report.